Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system could not complete start up. It was reported that replacement of the computer for the imaging system restored functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer for the imaging system has not been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system could not complete start up. It was noted that the system displayed a prompt stating, "system initializing, please wait". Remote desktop functionality could not be performed through the viewing station of the imaging system. There was no patient present when this issue was identified. No additional information was provided.